Manufacturer narrative:
Investigation revealed that the broken area of the device shows thermal damage and a deformation of the wire loop was recognized in addition, during the investigation which was caused by two high forces. The damages were possibly caused by excessive tension and temperature in addition to mechanical overload by the user. It is assumed that the coagulation lasted to long, in contrast to the references in the IFU, this may lead the device to break due to heat. An indication of this is the thermal residues on the wire of the device. Based on the investigation results, the root cause of the reported issue can be traced back to a usage-related failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information was provided inspection d9 to reflect the date in which the product was returned. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the complaint description a laparoscopic supracervical hysterectomy procedure was undertaken on (B)(6) 2023. The supra loop was introduced laparoscopically, initially there was difficulty in positioning the supra loop. Once positioned successfully, it was activated but snapped part way through during a critical part of the procedure. This led to the patient having increased blood loss. The laparoscopic procedure was quickly converted to open laparotomy.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Pending further results a supplemental report will be filed. The event is filed under internal karl storz complaint ID: (B)(4).